Event description:
The customer observed a clear fluid leak of 5cc from a coulter act diff analyzer. The leak was not contained within the instrument and the controls were recovering low on red blood cell, rbc, reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the baths overflowing and controls recovering low due to a defective pinch valve, lv14. He replaced the waste peristaltic pump tubing and lv14 which fixed the leak and the rbc controls recovering low. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4) .